Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that patient faced that the infusion set cannula came off while she was in bed and had two reddened and swollen areas, one measuring about 1 inch in diameter and other are about 1.5-2 inches in diameter. No further information available.